Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient "suffered over 90% loss of muscle and tissue in her hip as the result of the toxic reaction to the metals contained" in the devices which required a revision surgery on (B)(6) 2015. It is further alleged that a second surgery was necessary on (B)(6) 2015.